Manufacturer narrative:
Manufacturing site: toyoflex cebu corporation, cebu, philippines, registration number: 3016119728. While a substantially equivalent product of the reported guide wire is currently marketed in the us under the brand name astato xs 20, the device is marketed some areas outside the us under the brand name conquest pro 8-20. The reported conquest pro 8-20 guide wire was returned for investigation. The core wire and the outer coil of the returned conquest pro 8-20 guide wire were found fractured at approximately 12mm distal to the mid solder (set at 15mm from the wire tip to fix the outer coil onto the ore wire). Observation by microscope and scanning electron microscope (sem) found that the fracture end of the core wire was twisted, likely caused by torsion, with a relatively flat fracture surface. The fracture end of the outer coil was found necked, which was a trace of ductile fracture. Although the core wire was fractured at and the outer coil was stretched from approximately 3mm from the wire tip, measurement of the remaining core wire and observation of the fracture end suggested that the entire conquest pro 8-20 guide wire was returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that excessive torsion might have been applied due to anatomical and calcified lesion conditions while the distal segment of the subject conquest pro 8-20 guide wire had been caught, causing the core wire to be fractured. As further pushing and pulling manipulations were applied, bending stress and pulling stress were applied, causing the outer coil to be fractured. Although it was concluded that this event was not attributed to product quality, it was concluded that possibility could not be completely ruled out that wire fragment might be left in situ should the same or similar event recur. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects]. Removal difficulty of guide wire. Separation of the guide wire.

Event description:
It was reported that an asahi conquest pro 8-20 guide wire was used with an asahi corsair pro microcatheter to treat a moderately calcified and 90-99% (subtotally) occluded lesion in the left anterior descending artery (lad) segments #7-8. Although no significant resistance was met, the distal segment of the guide wire was found fractured. The wire fragment was removed and it was confirmed that no fragment was left in the patient anatomy. A new guide wire was used in place to successfully complete the procedure. It was informed that there were no adverse patient effects with the patient.